Event description:
The pt was a male but the age was unk. The target lesion was the proximal to distal right coronary (rca). The vessel was de novo, heavily calcified, with little tortuosity. There was 90% stenosis. Femoral approach was chosen for the procedure. After a guidewire was crossed, ivus was conducted up to the mid rca. Pre-dilation was conducted with a 3.0 x 12mm maverick balloon. Inflation time and pressure was unk. A 3.0 x 18mm cypher (lot i0606114) was delivered to the target lesion, but it stopped at the mid rca. Therefore, the physician tried to retrieve the stent delivery system (sds) into the launcher 7fr sal 1.0 guide catheter, but it would not come into the catheter. The physician tried several times and finally the sds was removed from the pt. The sds was checked outside the body and the physician found the proximal edge of the stent to be flared. Therefore, a 3.0 x 20mm tsunami bare metal stent was implanted instead at the target lesion without difficulty. The procedure was successfully completed with no other complications. There was no reported pt injury.

Manufacturer narrative:
This device (lot i0606114) is distributed outside the united states; however it is similar to the united states product. The product is available for analysis. Additional info will be submitted within thirty days upon receipt.